Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/25/2023. Additional information was requested, the following was obtained: could you please clarify when did the issue occurred ((removal from package /during passage through tissue/ during tying / post-op)? While being use to close skin the needle popped off and so we got another one and it did it again. Device return status. Please document the shipment tracking number: please provide me a return label to send to the customer please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6) ). (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related report: 2210968-2023-06134, 2210968-2023-06135, 2210968-2023-06136, and 2210968-2023-06137.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify when did the issue occurred ((removal from package /during passage through tissue/ during tying / post-op)? Device return status. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Note: related events reported via 2210968-2023-06134, 2210968-2023-06135, 2210968-2023-06136.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture is damaged. It does not pull out correctly, it broke. There were no adverse patient consequences reported. Additional information was requested.